Event description:
My nebulizer stopped having as lasting of a battery over the past year. I got it one year ago. I put it on the charger and it smelt like burning. The device has warped over the past week, it never sits on the charger for longer than thirty minutes. I can no longer use the nebulizer since it's melted and smells awful.